Event description:
During an embolization procedure, the orbit coil deployed in aneurysm as a helix, but not in three-dimensional-form. There were no reported complications to the pt.

Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.